Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: screws on l5 was broken procedure used: open lumbar decompression process it was reported that post-op, screws were found to be broken more than year after the operation. Screw heads were removed but rest of the part remained inside the l5. Patient complications were reported as unknown.

Manufacturer narrative:
Post-op x-rays for l3-5 fusion from bilateral fracture of the l5 screws. The implant date is not listed and the interbody graft is present. Fusion status is unknown and there is straightening of the lumbar lordosis. It is not possible to judge saggital balance on the provided image. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.